Event description:
The patient was initially implanted with an afx bifurcated stent graft and an afx vela suprarenal to treat an abdominal aortic aneurysm (aaa). Approximately, six years post initial procedure, routine follow-up computerized tomography identified aneurysm enlargement of 8cm and ~20mm migration of the vela suprarenal. Reportedly, the lumber and inferior mesenteric arteries are patent. The patient is being monitored. Re-intervention has not yet been scheduled. Additional information: during clinical assessment, it was determined that the patient underwent a secondary procedure and was discharged on (B)(6) 2020 post procedure (date of actual procedure unknown) upon reviewing the patient's discharge summary report.

Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the proximal extension migration, sac growth and type ii endoleak events are unconfirmed. Procedure related harms, device, user, procedure or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was discharged home on the first postoperative day following a secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections: b2: outcomes attributed to adverse events has been updated. H6: method remove 3233. H6: conclusion remove 11.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and an afx vela suprarenal to treat an abdominal aortic aneurysm (aaa). Approximately, six years post initial procedure, routine follow-up computerized tomography identified aneurysm enlargement of 8cm and ~20mm migration of the vela suprarenal. Reportedly, the lumber and inferior mesenteric arteries are patent. The patient is being monitored. Re-intervention has not yet been scheduled.